Event description:
It was reported that the user experienced recurrent nocturnal low glucose and contacted support, was transferred to a clinician for education, and then completed a factory reset with assistance after which insulin delivery was resumed. Customer care provided support that included a clinical consultation and guided device troubleshooting. Investigation of this case revealed no device malfunction identified during support interactions, and the cause of hypoglycemia remained unclear. No clinical symptoms associated with hypoglycemia reported. Outcomes included the need for clinical education and troubleshooting, including a factory reset, with insulin therapy continuation afterward. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.